Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the suture was used. During surgery, the suture was found with barbs when sewing. Another like device was used to complete the surgery. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Is there evidence that could suggest that the reported suture was part of a product mix in the package? Could you please provide a picture of the reported product?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2022. H6 component code: g07002 no device returned. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? Unk. Is there evidence that could suggest that the reported suture was part of a product mix in the package? Unk, the suture is not smooth. Could you please provide a picture of the reported product? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.